Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and performed system test drive and was unable to reproduce the reported issue. During log review, the fse noted three instances of error 100 where the setup joint (suj) moved without being clutch on arm 3 on (B)(6) 2025 which could potentially be correlated. The site's robotics coordinator informed fse that there had been no further reported problems since report. System was tested and verified as ready for use. No products were replaced. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system and was unable to reproduce the issue. Fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope backed itself out of the universal surgical manipulator (usm). The reporter was not certain of the usm the endoscope was installed on. The procedure was completed with no reported injury.